Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported death and heart failure were unable to be determined. The reported patient effect of death and heart failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported death is filed under a separate medwatch number.

Event description:
This is filed to report heart failure, hospitalization, recurrent mitral regurgitation. This research article was a meta-analysis designed to evaluate clinical outcomes of patients with secondary mr undergoing transcatheter mitral valve replacement (tmvr) versus guideline-directed medical therapy (gdmt). Complications identified in the study included: death, heart failure, hospitalization, recurrent mitral regurgitation. In conclusion, these results provide important preliminary evidence on the benefits of tmvr in patients with hf and severe secondary mr versus gdmt. Tmvr using mostly transapical devices was associated with a lower rate of hfh, greater symptomatic improvement, with elimination of mr in most patients, effects that were durable through two years.